Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the epg had a broken knob. The hanger assembly was broken. The pc board was replaced due to two or more occurrences of an error. The upper case was broken. The encoder assembly was replaced as a preventative. One knob was missing. The battery drawer sticks (during initial inspection). The lower case was broken. The display wires were pinched, the wire insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg has been returned for service. There was no patient involvement.